Event description:
During low anterior resection procedure, we were at the point of checking the anastomosis and the disposable lighted recto maxi scope was placed in patient's rectum. When attempting to close the window, the window popped off. Per dr., this has been happening frequently causing risk for both the patient and the provider performing the exam.